Event description:
A malfunction on the pump was reported by a caller, with no notable events occurring before the malfunction. There was no adverse impact on the customer's blood glucose level. Despite multiple malfunctions having occurred, this issue had not been reset by the customer in the last 24 hours. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.